Event description:
It was reported, the patient experienced symptoms of fever, redness, swelling and drainage. Treatment included IV antibiotics and total device system explant. Patient outcome was noted as infection resolved.

Event description:
It was reported that the pump was explanted due to infection. It was noted there was no injury. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager model#8835 serial# (B)(4) catheter model# 8709sc serial# (B)(4) implanted: (B)(4) 2012 explanted:unk. Analysis of the pump revealed no anomaly found.